Manufacturer narrative:
(B)(4). Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was 201 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis. Perfect whip